Manufacturer narrative:
(B)(4). D4: model no - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). E1: initial reporter last name - (B)(6).

Event description:
It was reported that a broken sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.